Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. The device serial or lot number was unknown therefore the UDI is unknown: the manufacturing location is unknown. Device manufacture date is unknown. The device serial or lot number is unknown. Catalog number, serial number and lot number are unknown. Brand name is unknown. 510(k) number is unknown. Reporter¿s complete mailing address is not available. Concomitant medical devices and therapy dates, attachment device, (B)(6) 2021.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the cutter device broke inside of the attachment device . It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. It was reported that the broken cutter did not fall into the patient. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.